Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced pain while wearing of the abbott diabetes care (adc) device, which causes too much pain and was unable to self-treat. And was unable to self-treat. The customer had contact with the healthcare professional (hcp) who prescribed unspecified pain cream for treatment. There was no report of death or permanent impairment associated with this event.